Event description:
The indication for the bronchoscopy was abnormal computerized tomography (CT) scan with bilateral lower lobe atelectasis. Respiratory culture results: light growth streptococcus, alpha hemolytic fungal: exophiala salmonis / exophiala cancerae. Course of illness (physician visits): pulmonologist: (B)(6) 2021- hospital/scope f/u. Still complaining of shortness of breath (sob), cough, wheezing. Pulmonologist: (B)(6) 2021- (B)(6) -consult - medication changes. Pulmonologist: (B)(6) 2021-still complaining of sob, wheezing improving. Pulmonologist: (B)(6) 2021- 2 week follow-up (f/u), wheezing/sob significantly improved. Pulmonologist: (B)(6) 2021-f/u continues to improve. Pulmonologist: (B)(6) 2021 rochester pulmonologist consult- discussed improvements. Primary care physician (pcp): (B)(6) 2021- increased sob/wheezing, recommended to go to emergency room (ER), patient refused. Pulmonologist: (B)(6) 2021: has had worsening asthma. Prednisone 50 mg started. Pulmonologist: (B)(6) 2021- continues with uncontrolled asthma. Continues with cough, wheezing, sputum. Pulmonologist: (B)(6) 2021: peak flow now at baseline. Feels her symptoms are now well controlled at this time. The patient received routine treatment bactrim 3x week) no documentation found related to treatment of fungal culture. Current condition is described as back to baseline.

Event description:
Correction to g3 of the initial medwatch. The aware date should be 17-mar-2021.

Event description:
It is reported an unspecified time frame after a bronchoscopy procedure using an evis exera ii ultrasonic bronchovideoscope, the patient developed an exophiala lecanii-corni infection. The customer states there are trying to determine if there is a correlation between the scope and the infection. Numerous attempts have been made to gather additional details regarding the reported event with no response from the customer/risk department.